Event description:
It was reported that during a clinic visit, the health care professional (hcp) called technical services (ts) and requested review of this pacemaker system due to concerns of the right ventricular (rv) lead exhibiting loss of capture (loc) leading to the pacing when not required. The hcp noted that the patient is pacer dependent and that they had reported experiencing presyncopal symptoms every time a deep breath was taken. The patient also noted that the pacemaker would deliver back up rv pacing, when they bend over. The hcp confirmed that rv loc and back up pacing was observed while testing the pacemaker system in the office. Ts discussed possible troubleshooting options and recommended for chest xray imaging and further testing to be performed. The hcp reported the patient would be closely monitored and no reprogramming was done. At this time, the pacemaker and rv lead remain in service. No adverse patient effects were reported.